Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with several episodes of far p-wave over-sensing, and non-sustained right ventricular over-sensing. The patient was brought into clinic, where right ventricular lead noise was reproduced. Impedance measurement were also noted to increase during noise episodes. A chest x-ray revealed externalized conductors. No interventions were reported. The patient was stable.